Event description:
It was reported that the suture broke after the button was passed through the radius when the surgeon was pulling the tendon into the socket. Suture was removed and another ar-2260 was used to complete. The original button remained un-retrieved in the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include damage to the device during insertion by nicking the suture with another instrument or fraying from sharp edge of the bone tunnel and/or the addition of extra suture to the button which may have impeded the passage of the device through the bone tunnel. Arthrex makes no claims for suture strength when part of a device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.